Manufacturer narrative:
(B)(4). Date of death was not provided catalog# unknown as information was not provided but referred to as a gunther tulip filter. Lot# unknown as information was not provided. Expiration date unknown as lot# is unknown. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook gunther tulip filter on (B)(6) 2011 at (B)(6)." Patient outcome: it is alleged that [pt] died. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog# unknown as information was not provided but referred to as a gunther tulip filter. (B)(4). Device manufacture date: unknown as lot# is unknown. Additional information received january 30, 2017: it is alleged that pt suffers from other: death from pe post implant investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook gunther tulip filter on (B)(6) 2011." Additional information received january 30, 2017: it is alleged that pt suffered death from pe post implant.

Manufacturer narrative:
Manufacturer ref# (B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). William cook europe is not assuming responsibility for patient death, unclear the reason for death. (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. The patient involved was reported to be deceased without further details, therefore this report is being submitted as ¿death¿ related as a cautionary measure. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 5/9/2016 as follows: the patient allegedly received the filter implant via right internal jugular vein on (B)(6) 2011 due to bilateral pulmonary embolism and acute lower extremity dvt. The patient died on (B)(6) 2015. According to the patient¿s estate, the death certificate states that the patient died from pulmonary embolism and cardiac arrest. The patient¿s estate alleges that the patient suffered the fatal pulmonary embolism while the filter was in place.

Manufacturer narrative:
Manufacturer ref# (B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "pulmonary embolism after filter placement resulting in patient death". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported patient death is related to the filter. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Catalog# unknown as information was not provided but referred to as a gunther tulip filter. (B)(4). Summary of investigational findings: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56." Pe is a known risk in relation to filter implant reported in the published scientific literature. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook gunther tulip filter on (B)(6) 2011". Additional information received 30jan2017: it is alleged that [pt] suffered death from pe post implant patient outcome: it is alleged that [pt] has died.